Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. Cold insulin had been used. After loading a new cartridge, customer received an accurate fill estimate. Tandem technical support could not troubleshoot the issue with the contact as the event occurred in the past. There was no reported impact to the customer's blood glucose level.